Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The insulin pump had some condensation. Customer's blood glucose level was not reported. The insulin pump alarmed off no power 5 times, low battery, and button error. The backlight was not working. She ran the self-test and everything seemed okay but there was sometimes accumulation of insulin. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces during our visual inspection. No button error alarm during testing. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly during our visual inspection. The insulin pump was received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was monitored and no unexpected low battery alert alarms occurred during our testing. The auto off feature and backlight are working properly. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.